Manufacturer narrative:
(B)(4). Additional information received: oral panendoscopy: esophagus: 1 cm erosion in lower third band removed.

Event description:
It was reported that the patient have received at least one port replacement and are in observation. There are no other details available at this time.

Manufacturer narrative:
(B)(4).